Event description:
Mentor saline breast implants. I have had mentor saline breast implants for approx 10 years, and I have been sick feeling daily since. My energy level is no more, my body hurts constantly. I have developed a slow leak in the left breast that's barely noticeable. I now have degenerative disc disease and have been told by an md that the implants need to be explanted as soon as possible. I have called mentor-unable to speak to a person. I have called the surgeon who did the implants to check on the warranty to see if I can get financial help in removing the implants. I was told "I have no warranty" and "I'm out of luck." My husband and I have been married 28 years. In the past year, we have both lost our jobs due to our economy. We have no money. We lost our 401k due to the stock market. We have no more savings, no health insurance. No way of paying for an explant. We have sold all material possessions trying to keep the mortgage paid. We have been receiving food stamps the past 6 months. Something needs to be done about mentor's paying for explanting implants that are making women constantly ill. I am not alone on this. Research the internet, you'll find there are thousands of women like me whose health has declined dramatically since the mentor saline implants. FDA please help me and the other women that are suffering! It's ridiculous!! Dates of use: 1999 - 2009.